Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the subject device could not be turned on due to the malfunction of the power switch, and that the switches on the front panel did not respond when they were pressed. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(6), omsc concluded that the reported start up failure was attributed to the failure of the converter on the power supply unit, which might be caused by the aging deterioration due to the use of the subject device beyond its durable period. In addition, it was concluded that the reported front panel failure was attributed to an accidental failure due to the use of the subject device beyond its durable period. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that when the subject device started up, it was found that there were some abnormalities on the subject device. The user facility replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.